Event description:
It was reported that during follow up, stored vf episodes due to noise were observed. Externalized conductors were suspected on fluoroscopy. Noise was not reproducible with manipulation. During a subsequent follow up all measurements were within range and lead remained implanted. The device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.